Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Additional information provided by customer's medsun report from FDA.

Event description:
Received a copy of the customer's medsun report from the FDA, which stated "IV module chamber was dripping medication onto floor... Its unsure what the cause is... IV module and tubing are being sent to biomed."

Manufacturer narrative:
The customer¿s report that fluid was dripping from an IV pump module onto the floor during an infusion was not confirmed. Visual inspection observed no anomalies. Functional testing was performed. No leaks were observed during priming, a 125ml/hr. For one hour infusion test completed successfully without errors and there were no leaks detected during the leak test. The root cause that fluid was dripping from an IV pump module onto the floor during an infusion was not identified. No fault was found with either the primary or extension set.

Event description:
The customer reported that fluid was dripping from an IV pump module onto the floor during an infusion. No harm was reported.